Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse restarted the erbe generator, and it started working fine. Service performed to correct the reported problem. No part replacement was required. The system was verified and ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) connected with the customer who reported that erbe error messages c-00 and c-34 were reported repeatedly, along with an 'energy activation halt' message. The site tried restarting the erbe. The technical support engineer (tse) informed it was an internal error and it needed replacement. Tse suggested the customer to use a third-party cautery device. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information based on a follow-up: system functionality was checked upon powering the system on. The system initially powered on without errors.